Event description:
The international distributor reported the ventilator alarmed and restarted. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. The service technician will replace the power supply to correct the customer reported problem.

Manufacturer narrative:
Part requested for analysis but not yet received. Part requested but not received.